Manufacturer narrative:
The main component of the system. Other relevant device(s) are: model #vamf3232c150te, serial #(B)(4), model #vamc3838b100te, serial # (B)(4), model #vamf3838c200te, serial # (B)(4).

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 92 mm in diameter thoracic aortic aneurysm. The proximal neck diameter measured 30 mm in diameter and 35 mm in length. The distal aortic neck measured 28 mm in diameter and 10 mm in length. The distal neck was short and conical. There was non-circumferential calcification but greater than 50% of the circumference of the main vessel. It was reported that, on the day of the index procedure, the patient experienced bradycardia. The patient experienced an acute regressive sinus node dysfunction and the physician elected to treat with medication. The event was resolved on the same day. The investigator indicated that the bradycardia was not related to the device and was related to the procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.